Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading is over 600 mg/dl. The father stated that they are on vacation and the pump is not getting insulin. The customer gave up to 15 units and blood glucose is not going down. The customer had symptoms such as agitation. The customer's mother also stated that the daughter is on dialysis and has a pek tube. The customer also had a sensor reading of 400 mg/dl. The customer declined to troubleshoot for high readings.